Event description:
It was reported that the camera head had a noisy image. Additional information was received stating "smaller picture than usual" occurred during unspecified procedure. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a noisy image. Additional information was received stating "smaller picture than usual" occurred during unspecified procedure. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: it is probable that no image was displayed due to deformation of the cable unit. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.